Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the conical and of the dissection tip on the vasoview hemopro endoscopic vessel harvesting system separated into two pieces. The surgeon reported that he used the c-ring to retrieve the part from the tunnel through the original incision with no other pt effects reported. The surgeon also stated that the tip separated at a junction that apparently the unit is constructed of two pieces. He requested that the part be saved, however, someone on the operating room team disposed of the pieces, so there will be no return. The surgeon used a dissection tip from a vasoview 6 evh system kit to complete the procedure. The lot number is unk.

Manufacturer narrative:
Method: the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).